Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), non-penumbra sheath, non-penumbra catheter, and a non-penumbra stent retriever. During the procedure, the physician completed the first pass using the stent retriever and velocity. Next, while advancing the stent retriever to make a second pass, the physician experienced resistance and decided to remove the stent retriever and velocity. Subsequently, upon removal, the physician noticed the distal end of the velocity was fractured. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a new velocity with the same sheath, catheter, and stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured on its distal shaft. Based on the lack of stretching near the fracture location, the fracture may have occurred due to a kink. The resistance experienced during the procedure may have contributed to the reported damage on the velocity. The root cause of the resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.